Manufacturer narrative:
This report is filed, april 12, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced bleeding and drainage from the implant site. In (B)(6) 2015 (specific date not reported), granulation tissue was cauterized to stop the bleeding from the site. The implanted device remains.